Event description:
Customer reported a motor error alarm during a bolus delivery. Customer's blood glucose was 509 mg/dl. She stated she was able to rewind the insulin pump and give herself insulin. The customer could not recall any significant events leading to the alarm. She also reported that the motor error alarm was due to her not wearing a clip around her insulin pump. The customer declined to troubleshoot for her high blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).